Event description:
The customer reported that during bipap ventilation the v60 displayed diagnostic error code 110d: proximal pressure sensor range error and the proximal pressure is not being measured and pressure-related alarms are compromised. The device was in patient use at the time of the reported event. There was no patient harm, injury, or medical intervention noted. The biomedical engineer reached out to a philips remote support engineer (rse) for assistance. Biomed ran the v60 for 24 hours with no entries logged in the significant event log. The rse advised the customer to validate that the pressure transducer was reading correctly on the da board. The rse recommended completing test 4 pressure accuracy before placing the unit back into service, and to circle back with philips if this did not resolve the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event. A delay to patient therapy was not reported due to this failure. There was no report of patient or user harm. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted.